Event description:
It was reported in the urology: prostatic diseases and male voiding dysfunction that a study was conducted to evaluate the 4-year outcomes of the randomized controlled trial of water vapor thermal therapy for treatment of moderate to severe lower urinary tract symptoms due to benign prostatic hyperplasia (bph). A total of 135 male patients with prostate volume 30-80 cc with moderate to severe symptomatic bph were enrolled. The following boston scientific products were used during the procedures: rezum system. Regarding patient complications reported, some patients experienced dysuria, hematuria, frequency and urgency, acute urinary retention and urinary tract infection suspected; all were treated routinely or resolved without treatment within 3 weeks. One subject had a bladder neck contracture and bladder calculi reported 6 months after the procedure. A second subject had urosepsis after follow-up cystoscopy. At 4 years, surgical intervention was performed in 6 of 135 subjects including 4 subjects in whom a median lobe was identified but not treated. At conclusion, the water vapor thermal therapy represents a new technological approach for thermal ablative reduction of benign prostate adenomas. The procedure has a minimal physician learning curve and early intervention with this thermal therapy rather than use of pharmaceutical agents or invasive surgery may be an ideal option for men with moderate to severe luts (urinary tract symptoms) at risk for bph progression.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event date was assigned according to the article published date. Citation: kevin t., tyson r., and claus g. (2019) rezum water vapor thermal therapy for lower urinary tract symptoms associated with benign prostatic hyperplasia: 4-year results from randomized controlled study. Prostatic diseases and male voiding dysfunction, 2019 (126), 179.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of dysuria, hematuria, urinary frequency, micturition urgency, urinary retention, urinary tract infection and stenosis are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event date was assigned according to the article published date. Citation: kevin t., tyson r., and claus g. (2019) rezum water vapor thermal therapy for lower urinary tract symptoms associated with benign prostatic hyperplasia: 4-year results from randomized controlled study. Prostatic diseases and male voiding dysfunction, 2019 (126), 179.

Event description:
It was reported in the urology: prostatic diseases and male voiding dysfunction that a study was conducted to evaluate the 4-year outcomes of the randomized controlled trial of water vapor thermal therapy for treatment of moderate to severe lower urinary tract symptoms due to benign prostatic hyperplasia (bph). A total of 135 male patients with prostate volume 30-80 cc with moderate to severe symptomatic bph were enrolled. The following boston scientific products were used during the procedures: rezum system. Regarding patient complications reported, some patients experienced dysuria, hematuria, frequency and urgency, acute urinary retention and urinary tract infection suspected; all were treated routinely or resolved without treatment within 3 weeks. One subject had a bladder neck contracture and bladder calculi reported 6 months after the procedure. A second subject had urosepsis after follow-up cystoscopy. At 4 years, surgical intervention was performed in 6 of 135 subjects including 4 subjects in whom a median lobe was identified but not treated. At conclusion, the water vapor thermal therapy represents a new technological approach for thermal ablative reduction of benign prostate adenomas. The procedure has a minimal physician learning curve and early intervention with this thermal therapy rather than use of pharmaceutical agents or invasive surgery may be an ideal option for men with moderate to severe luts (urinary tract symptoms) at risk for bph progression.